Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker and right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. The sensitivity of the pacemaker and rv lead was increased to address the over-sensing issue. No patient consequences were reported.